Event description:
It was reported that the device would not power on with battery source. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed it would intermittently not power on dc source. Physio replaced the power supply module and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported issue was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.